Event description:
Consumer reported complaint for error messages (e-3 and e-0). Son is calling on behalf of the customer. The customer reported feeling dizzy; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer fasting and produced test result of 176 mg/dl using true metrix air. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is (date) and test strips have been opened for one month.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dizziness. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.